Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed no anomalies within the analyzed period. Of note, information provided by the site indicated that the patient expired after experiencing an intracranial hemorrhage and the vad support was withdrawn. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient with a ventricular assist device (vad) presented to the emergency department with decreased responsiveness and difficulty walking. On evaluation, the patient was found to be difficult to arouse. A computed tomography (CT) scan revealed an intracranial hemorrhage. Initial laboratory results showed an international normalized ratio (inr) of 1.8, indicating subtherapeutic anticoagulation. Anticoagulation was reversed using vitamin k and prothrombin complex concentrate (pcc). The patient subsequently underwent a decompressive hemicraniectomy to relieve intracranial pressure. Despite these interventions, the patient¿s condition continued to deteriorate. Ultimately, the decision was made to transition to comfort measures, and vad support was withdrawn. The patient subsequently passed away.